Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient was unhappy due to negative dysphotopsia. Patient also had a yag (yttrium aluminum garnet) capsulotomy and was requesting to have iol removed. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).